Event description:
The customer received a high a1cx-2 tina-quant hemoglobin a1cdx gen.2 whole blood application (hba1c) result for one patient sample. On (B)(6) 2016 a result of 8.78% was obtained. The result was reported outside of the laboratory and the physician questioned the results as the patient does not have diabetes and the glucose result was 82 mg/dl. The sample was repeated on (B)(6) 2016 and the results were 5.46% and 5.39%. The sample was then run on another analyzer ten times and all of the results ranged from 5.4% to 5.6% the patient was not treated based on the original result. The sample in question was collected at a physician office on (B)(6) 2016 at 9:17 am and measured in the laboratory the next day at 5:00am. The device was calibrated the day before the blood was run. There was no adverse event. The lot number for the hba1c reagent is 12662401 with an expiration date of 06/30/2017. The customer pulled and repeated 20 other samples that were on the high side and originally run in the same run as the patient sample in question. All of these repeated samples matched the original results. Controls were run before and after the event. There were no issues with the controls. The field service representative checked the instrument operation. Check test verifications were run, all of the results were within specifications. The investigation found that the most likely root cause was accidental mis-pipetting of the affected sample during the initial run. There was no evidence that pointed to a general issue of the quality of the materials or reagent.